Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.5/+1.0/92 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was removed and replaced for a shorter length lens due to observation of excessive vault and significant reduction of irido-corneal angles. The problem was resolved.

Manufacturer narrative:
Additional information: this is a duplicate file of MDR # 2023826-2018-00125. Please refer to MDR # 2023826-2018-00125 for further details. (B)(4).